Event description:
Hysteroscopic scissors broke while the physician was resecting a polyp in the uterus. Piece was retrieved. Instrument removed from sterile field. No harm to patient. X-ray taken, and reported as negative. Operative procedure continued as planned. Instrument given to materials coordinator.